Event description:
A surgeon reported that during a cataract surgery a system message was displayed and the system stopped working and could not be reinitiated. The surgery was almost complete and the surgeon finished the operating using classical/manual procedure (without any device). No consequences for the pt reported. The pt stayed longer on the surgery table. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).